Event description:
During a laparoscopic tubal ligation procedure. The sleeve broke inside the cavity. The broken components were retrieved laparoscopically. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.